Manufacturer narrative:
During the motor rewind of the displacement test, the unit returned a pump error 37. Upon further review of the unit's interior, did not note any signs of previous moisture presence or corrosion on any of the boards or assemblies. The motor was tested outside the unit, and it passed. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had problem with continuous glucose monitoring, and insulin pump might have been exposed to an x-ray machine. The customer¿s blood glucose was unknown at the time of incident. Customer received change the sensor. The insulin pump will be returned for analysis.